Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow through the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. Per the visual inspection, 2 knots were observed on the shaft of the catheter. No other abnormalities were observed on the catheter surface. No sharp edges were observed on the drainage eye. During the functional evaluation, the knot was opened to try to inflated the balloon with 10cc of water and the sample was administered to flow rate testing. While inflated, the flow rate was 110ml/min, 107ml/min and 104ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. The reported event was unable to be duplicated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution state: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that there was no urine flow through the catheter.